Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system exhibited no battery or lead data with the right ventricular (rv) lead also exhibiting high threshold. The ipg system remains in use. No patient complications have been reported as a result of this event.